Event description:
It was reported that during a resection of the colorectal tumor procedure, at anastomosis, the stapling was half circles only. The staples did not come out in full and the red cursor remained un-moveable. The safety brakes were also blocked, and the curette was released in half. The surgeon was obliged to continue the surgical procedures using classic sutures in two stages, which took a lot of time. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the device cut? If the device cut was the cut line fully circumferential around the target tissue? What was the appearance of the deployed staples (b-formation, irregular, leg straight)? Would the red safety button not engage after firing (red cursor remained un-moveable, safety brakes were also blocked)? Please explain what it meant by, ¿curette was released in half?¿ were the donuts complete? Were there any issues with removal? How long was the procedure prolonged (minutes)? How was the case completed? What is the current status of the patient?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived in good visual condition void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.